Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
The consumer reported that she spoke to another patient in the clinic who was not feeling stimulation and they rechecked the device and pulled the battery.